Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported leaks on the reservoir that occurred twice in the last 10 days and that the insulin pump had been replaced due to the leaks. The customer's blood glucose is unknown.